Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon dilator was used during a dilatation procedure on (B)(6) 2010 (patient information unknown.) According to the complaint, during the procedure when the second inflation step of the balloon was performed, the balloon ruptured at 7 atm. There were no patient complications and the procedure was finished with a second cre balloon. The patient's condition has been described as "good."

Manufacturer narrative:
A visual examination of the returned device revealed that the catheter had been cut and the distal part of the catheter was not returned. No other defects were noted on the catheter. The balloon was found to be detached from the catheter and torn longitudinally, confirming the complaint. There were no bonds present on the balloon, indicating that the balloon had been removed from the catheter, possibly by the physician. It is possible that when the balloon ruptured during procedure, the physician removed the catheter and the endoscope together as a unit (as instructed in the directions for use). Then the physician cut the catheter in order to remove it from the endoscope. It is unknown why the distal part of the catheter was not returned for evaluation; however it is probable that the balloon was removed from the catheter by the physician. The balloon bonds were not detected on the balloon, which means that the bonds remained intact on the distal part of the catheter. The root cause is operational context. This failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g. Sharp exterior sources). A DHR review was performed and no anomalies were noted. A review for similar complaints revealed no other complaints.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon dilator was used during a dilatation procedure on (B)(4), 2010 (patient information unknown.) According to the complaint, during the procedure when the second inflation step of the balloon was performed, the balloon ruptured at 7 atm. There were no patient complications and the procedure was finished with a second cre balloon. The patient's condition has been described as "good."